Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0feum, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient left her patient programmer at home and was unable to turn her implantable neurostimulator (ins) off before an electrophysiology (ep) radiofrequency (rf) ablation procedure. The rf ablation procedure was causing discomfort and the patient¿s doctor requested that a manufacturer representative to come in and turn the ins off in the middle of the procedure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.